Event description:
Paramedics responded to a person with a suspected mi. The device was connected to the patient with a 3 lead ECG patient cable when the patient went into cardiac arrest. According to the reporter, the ECG electrodes were replaced with disposable defibrillation/ECG electrodes, but the patient's ECG could not be read because of excessive artifact. A back-up lifepak 12 defibrillator/monitor series was connected to the electrodes, but the ECG still could not be read, according to the reporter (MFR. Report #3015876-1999-00591). A back-up defibrillator/monitor was called for and used, but the patient was not resuscitated.